Manufacturer narrative:
Report required by FDA for eua. Eua #203011. Investigation not complete at time of initial report, and will be provided upon completion. This report 2 of 2 (self), relates to .3014862188-2022-00291, (B)(6).

Event description:
User reported false positive result for wife and self. Negative pcr the following day. This report 2 of 2 (self), relates to .3014862188-2022-00291, (B)(6). .

Manufacturer narrative:
In section b2, "other serious or important medical events" has been deselected after being inadvertently selected in initial report.